Event description:
Subsequent to the initial medwatch report, additional information was received: during removal of the 6fr introducer sheath from the steerable guide catheter(sgc), no damage was observed on the silicon valve.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted successfully. The physician decided to puncture the septum a second time, as he believed it would make it easier to reach the lateral area of the mitral valve. To avoid losing femoral access, the cds was removed and a super stiff guide wire was advanced with a 6f introducer sheath via the steerable guiding catheter (sgc). There was no resistance noted during insertion of the sheath into the sgc. After placing the guide wire, the physician believed that the hemostatic valve at the end of the sgc was no longer tight. There was no leak noted, however, the device was no longer used. A new sgc was prepared and used successfully. The mr grade was reduced to <1 with the implantation of 4 clips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch additional information received: the physician clarified his previously reported statement "the sgc was no longer tight" as the hemostatic valve and the end of the steerable guiding catheter were not leakproof. There was no stretching observed in the valve. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: clip delivery system (x4), 6 fr introducer sheath, lift, support plate, stabilizer. The customer reported the mitraclip system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.